Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's system was autoreducing. In turn, reprogramming was unable to resolve the issue. High impedances were observed. As a result, the patient underwent surgical intervention during which the system was explanted.